Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The carrier board was replaced , and the unit was returned to service.

Event description:
The hospital reported that, during a case, the ventilator stopped and the unit alarmed. The clinician reportedly switched to manual mode, cycled power, and the unit was swapped out.